Event description:
Report: 1845777: llt codes: 10069327; product quality issue I narrative: pharmacy technician filling avanos elastomeric pump 5 ml/hr, 270ml, volume lot #30281615 experienced inability to transfer normal saline from a syringe into the pump. Transfer was met with resistance/backpressure. Subsequently, the technician abandoned the problem elastomeric pump and retrieved another (from the same lot) and the transfer occurred without issue. Subsequent to this event we sequestered all of this lot (3 pumps total). One of them was used/tested and found to work fine. Seems this may be an intra-lot issue.